Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.